Event description:
Event verbatim [preferred term] burns on lower back/burning sensation/felt the irritation/her back is still sore and if anything rubs it, it hurts [thermal burn], skin missing in two places [skin exfoliation], did not check her skin under the product while wearing thermacare/she read the usage instructions on thermacare before she used the product [intentional device misuse], did not help her back pain/still in pain after using the wrap [device ineffective]. This is a spontaneous report from a contactable consumer. A (B)(6) year-old black female patient (no pregnant) started to receive thermacare heatwrap (thermacare lower back & hip), device lot number t48909, expiration date sep2020, upc number (B)(4), from (B)(6) 2018 at unknown frequency because she fell down and for lower back/back pain. Medical history included sensitive skin, abnormal skin conditions reported as eczema on hands not in the back area, fell down and she fell pretty bad. There were no concomitant medications. The patient previously used thermacare heatwraps (thermacare heatwraps) years ago for no more than a day or 2 for shoulder, pinched nerve and did not experience a problem/symptom, this was the first time patient had used them in a while and she had no problems the 1st time, so bought it again. The patient used thermacare lower back & hip heat wrap and she had it on past the allotted amount of time, but she later stated she only wore it for 6 hours and it burned her. When she took the patch off she saw two lower back small burns. They were little, maybe about the size of a dime. The patient put the heat wrap on monday night, (B)(6) 2018 and when she woke up the next morning, tuesday morning (B)(6) 2018, she got out of the shower and felt the irritation and noticed that she had two small burns on her lower back. She reported that once she took the wrap off, she noticed a burning sensation and she looked and saw skin missing in two places in (B)(6) 2018. She stated that she had applied over the counter stuff like neosporin. She did not see a doctor for the burns because they were, so little and she thought they would subside within a day or 2 if she put something on them and hopefully they will go away soon. The patient saw her orthopedist yesterday on (B)(6) 2018 and he told her not to use heat and she should use cold packs instead. The orthopedist had to give her a cortisone shot in her back and he saw the burns. The orthopedist said that he didn't believe that thermacare did this. He told the patient that either her skin in super sensitive or it was way too hot for her. The patient stated that burns still remain, her back was still sore and if clothing or anything rubbed it, it hurt. The patient also stated that the wrap did not help her back pain and she was still in pain after using the wrap in (B)(6) 2018. She fell pretty bad. She classified skin tone as light. The patient was sleeping while wearing the product, she stated that she was only wearing t-shirt and pajama pants. She stated that she was not wearing a belt or anything that applied pressure. She stated that the product had a waistband velcroed to other side. It was not directly on her skin besides the heat source itself. She did not engage in exercise while using the product. She did not check her skin under the product while wearing thermacare in (B)(6) 2018, but her skin was fine before. She read the usage instructions on thermacare before she used the product. The package stated to place the product on the back with the darkest cells toward the skin and did not overtighten. The patient was unsure if she discarded the wrap or not. Packaging was sealed and intact. She had not had any tests as a result of the burns. The action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6) 2018. Therapeutic measures taken as a result of burns on lower back and skin missing in two places included neosporin. The outcome of the event burns on lower back/burning sensation/felt the irritation/her back is still sore and if anything rubs it, it hurts was not resolved and the outcome of the other events was unknown. The reporter stated there was causality relationship between the thermacare heatwrap and two lower back burns. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of "burn, skin loss, intentional device misuse" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "burn, skin loss, intentional device misuse" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Manufacturer narrative:
Investigation summary: the root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports adverse event "two quarter size burns on lower back and states that the wrap did not help her back pain". The cause of the adverse event is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Burns on lower back/burning sensation/felt the irritation/her back is still sore and if anything rubs it, it hurts [thermal burn] , skin missing in two places [skin exfoliation] , did not check her skin under the product while wearing thermacare/she read the usage instructions on thermacare before she used the product [intentional device misuse] , did not help her back pain/still in pain after using the wrap [device ineffective] , . Case narrative:this is a spontaneous report from a contactable consumer. A (B)(6) black female patient (no pregnant) started to receive thermacare heatwrap (thermacare lower back and hip), device lot number t48909, expiration date sep2020, (B)(4), from (B)(6) 2018 at unknown frequency because she fell down and for lower back/back pain. Medical history included sensitive skin, abnormal skin conditions reported as eczema on hands not in the back area, fell down and she fell pretty bad. There were no concomitant medications. The patient previously used thermacare heatwraps (thermacare heatwraps) years ago for no more than a day or 2 for shoulder, pinched nerve and did not experience a problem/symptom, this was the first time patient had used them in a while and she had no problems the 1st time, so bought it again. The patient used thermacare lower back & hip heat wrap and she had it on past the allotted amount of time, but she later stated she only wore it for 6 hours and it burned her. When she took the patch off she saw two lower back small burns. They were little, maybe about the size of a dime. The patient put the heat wrap on monday night, (B)(6) 2018 and when she woke up the next morning, tuesday morning (B)(6) 2018, she got out of the shower and felt the irritation and noticed that she had two small burns on her lower back. She reported that once she took the wrap off, she noticed a burning sensation and she looked and saw skin missing in two places in (B)(6) 2018. She stated that she had applied over the counter stuff like neosporin. She did not see a doctor for the burns because they were so little and she thought they would subside within a day or 2 if she put something on them and hopefully they will go away soon. The patient saw her orthopedist yesterday on (B)(6) 2018 and he told her not to use heat and she should use cold packs instead. The orthopedist had to give her a cortisone shot in her back and he saw the burns. The orthopedist said that he didn't believe that thermacare did this. He told the patient that either her skin in super sensitive or it was way too hot for her. The patient stated that burns still remain, her back was still sore and if clothing or anything rubbed it, it hurt. The patient also stated that the wrap did not help her back pain and she was still in pain after using the wrap in (B)(6) 2018. She fell pretty bad. She classified skin tone as light. The patient was sleeping while wearing the product, she stated that she was only wearing t-shirt and pajama pants. She stated that she was not wearing a belt or anything that applied pressure. She stated that the product had a waistband velcroed to other side. It was not directly on her skin besides the heat source itself. She did not engage in exercise while using the product. She did not check her skin under the product while wearing thermacare in (B)(6) 2018, but her skin was fine before. She read the usage instructions on thermacare before she used the product. The package stated to place the product on the back with the darkest cells toward the skin and did not overtighten. The patient was unsure if she discarded the wrap or not. Packaging was sealed and intact. She had not had any tests as a result of the burns. The action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6) 2018. Therapeutic measures taken as a result of burns on lower back and skin missing in two places included neosporin. The outcome of the event burns on lower back/burning sensation/felt the irritation/her back is still sore and if anything rubs it, it hurts was not resolved and the outcome of the other events was unknown. The reporter stated there was causality relationship between the thermacare heatwrap and two lower back burns. As of 27apr2018, according to the product quality complaint group: sample status was not requested. Investigation summary: the root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports adverse event "two quarter size burns on lower back and states that the wrap did not help her back pain". The cause of the adverse event is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available. Follow-up (27apr2018): new information received from the product quality complaint group includes investigational results. Company clinical evaluation comment. Based on the information provided, the events of "burn, skin loss, intentional device misuse" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of intentional device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of "burn, skin loss, intentional device misuse" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of intentional device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.